Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue occurred during a coronary procedure. The procedure was completed as planned after the user restarted the system. No harm or injury was reported to philips. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting and assessment of the logfiles determined that there was a connection error with the flexvision pc due to a problem with the flexvision pc hard disk. The fse replaced the hard disk and reloaded the system software. After the hard disk replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system large screen display content was frozen. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.